Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator failed the operational test. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips authorized representative and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the operational test failed. Available details indicated that the operational test failed due to an exhausted battery (battery reached end of life). The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be due to a defective battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device had reached end of life and replacement part is no longer available for repair. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.